Manufacturer narrative:
The insulin pump was received with constant alarm due to a faulty motherboard. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the constant alarm. Damages to the case, lcd window, reservoir tube lip and a corroded lcd board noted during visual inspection.

Event description:
Customer reported that the insulin pump was malfunctioning, it was alarming. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.